Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was submitted to pressure testing and no leak was observed in the set. Functional testing was performed by evaluating the set in the cycler machine. The device was subjected to all the cycles of the therapy process, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked at the y set assembly; further described as located ¿on the cassette itself". This was observed while priming the device for peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. Renal therapy services advised the hp to turn off the cycler and remove all the supplies and the hp successfully started the therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.